Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems: vaginal infections"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and vaginal infection had resolved and the genital haemorrhage, anaemia and psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure (ess205). The reporter commented: (B)(6) 2007 discrepancy as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Events; abdominal,menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleeding,psych injury, bladder/urinary problems: vaginal infections were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 901333) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "attempt to deploy the implant on the left side failed". The patient's medical history included morbid obesity, uterine enlargement, morbid obesity, adenomyosis and peritoneal haemorrhage. On (B)(6) 2012, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ depression"), vaginal infection ("vaginal infections"), vaginal haemorrhage ("vaginal bleeding"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea(cramping)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), migraine ("migraines/headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), anaemia ("anemia"), urinary tract infection ("uti") and post procedural complication ("post remova; complication"). The patient was treated with surgery (hysterectomy(full),salpingectomy(one side removal of fallopian tube)left side coil removed (B)(6) 2015). At the time of the report, the pelvic pain, abdominal pain, menorrhagia and vaginal infection had resolved and the genital haemorrhage, anaemia, depression, vaginal haemorrhage, anxiety, dysmenorrhoea, female sexual dysfunction, migraine, nausea, vaginal discharge, weight increased, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: (B)(6) 2007 discrepancy as per pfs. Received treatment for events- vaginal infections, menorrhagia, pelvic pain female, vaginal bleeding, dysmenorrhea,uti . Current weight 185 lbs. Seven coils visible on that side, one coil visible on the right side, there was heavy bleeding from both tenaculum sites. She did not claim that essure worsened a previously existing injury/condition. Plaintiff did not undergo essure confirmation test(discrepancy noted in pfs) patient still have right coil inside that is causing issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital hemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter's information added. Event: uti , post removal complication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 901333) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "attempt to deploy the implant on the left side failed". The patient's medical history included obesity, uterine enlargement, morbid obesity, adenomyosis and peritoneal haemorrhage. On (B)(6) 2012, the patient had essure (ess205) inserted. In february 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ depression"), vaginal infection ("vaginal infections"), vaginal haemorrhage ("vaginal bleeding"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea(cramping)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), migraine ("migraines/headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy(full),salpingectomy(one side removal of fallopian tube)left side coil removed (B)(6) 2015). At the time of the report, the pelvic pain, abdominal pain, menorrhagia and vaginal infection had resolved and the genital haemorrhage, anaemia, depression, vaginal haemorrhage, anxiety, dysmenorrhoea, female sexual dysfunction, migraine, nausea, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: ??-jun-2007 discrepancy as per pfs. Received treatment for events- vaginal infections, menorrhagia, pelvic pain female, vaginal bleeding, dysmenorrhea. Current weight 185 lbs. Seven coils visible on that side, one coil visible on the right side, there was heavy bleeding from both tenaculum sites. She did not claim that essure worsened a previously existing injury/condition. Plaintiff did not undergo essure confirmation test(discrepancy noted in pfs) patient still have right coil inside that is causing issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital hemorrhage, menorrhagia . Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs &mr received: lot number, new events- "vaginal bleeding, depression, mental anguish, dysmenorrhea, apareunia(inability to have sexual intercourse), migraines/headaches, nausea, vaginal discharge, weight gain, attempt to deploy the implant on the left side failed, reporter, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital hemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 901333) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "attempt to deploy the implant on the left side failed". The patient's medical history included morbid obesity, uterine enlargement, morbid obesity, adenomyosis and peritoneal hemorrhage. On (B)(6) 2012, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ depression"), vaginal infection ("vaginal infections"), vaginal hemorrhage ("vaginal bleeding"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea(cramping)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), migraine ("migraines/headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy(full),salpingectomy(one side removal of fallopian tube)left side coil removed (B)(6) 2015). At the time of the report, the pelvic pain, abdominal pain, menorrhagia and vaginal infection had resolved and the genital hemorrhage, anaemia, depression, vaginal hemorrhage, anxiety, dysmenorrhoea, female sexual dysfunction, migraine, nausea, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal hemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: (B)(6) 2007 discrepancy as per pfs. Received treatment for events- vaginal infections, menorrhagia, pelvic pain female, vaginal bleeding, dysmenorrhea. Current weight 185 lbs. Seven coils visible on that side, one coil visible on the right side, there was heavy bleeding from both tenaculum sites. She did not claim that essure worsened a previously existing injury/condition. Plaintiff did not undergo essure confirmation test(discrepancy noted in pfs) patient still have right coil inside that is causing issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital hemorrhage, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.